Manufacturer narrative:
Evaluation summary: quality assurance analysis of the returned device revealed that the guide wire was returned without any blood visible. There was contrast visible on the core and coils. The tip coils were slightly stretched at the center solder and also pushed for a length of 1.5 mm, 6 mm distal to the center solder. The tip was in a hook shape. There was corrosion on the center solder and tip ball. The core was separated at the distal end of the hypotube. The proximal portion of the guide wire was not returned. There was no other damage noted to the guide wire. The tip was tugged on to verify the core and shaping ribbon were intact. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Reviewing the sem result, the device core adjacent to the hypotube showed ductile overload. The sem also showed slight evidence of metal fatigue around the edges of the fracture site that may have been the initiation points of the ductile overload. The tip coils were damaged in a manner suggesting that the guide wire had been moved against resistance. The incident information did not describe the incident details, but the analysis suggests that the tip of the guide wire was likely caught in the anatomy or another device. Excess force appears to have been applied in the attempt to remove the tip causing the hypotube joint to be overloaded and fail. Although this conclusion is based on the condition of the guide wire, more case details are needed to determine an exact cause of the tip separation, but the analysis did not show a manufacturing related cause for the reported issue. The corrosion, as found in the analysis, is related to deterioration in transit back to abbott and is not related to the issue. The lot history record for this product could not be reviewed because the product lot number was not reported. This MDR is considered closed by the quality assurance department.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip separation/no medical intervention, has contributed to pt injury previously. Device issue: guide wire separation. It was reported that approx 35 cm of the distal portion of the guide wire broke off in the pt. The separated portion of the guide wire was removed without the use of medical intervention. Reportedly, there was no pt injury. No additional event or pt information is available.